Event description:
A report was received that after the patient was implanted with the trial leads, during programming, low impedances were discovered. The patient also indicated having stimulation only in the right abdominal area and a headache. The physician ruled out dura puncture and did not provide treatment for the headaches. During a follow-up on (B)(6) 2011 the physician suggested that the leads might have gone intrathecal but attending physician never confirmed it. Reprogramming was unsuccessful so the physician decided to remove the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e, (B)(4), model description:st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) model#:sc-2366-70 (B)(4) and 329919 model description:linear 3-6 lead 70cm the explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.